Manufacturer narrative:
(B)(4).

Event description:
New information reported that as of (B)(6) 2015 the device was reprogrammed and no further device issues have been noted since.

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited non-sustained ventricular oversensing which was attributed to loss of capture . No patient symptoms were reported. No further information was available.